Event description:
It was reported that the device needed service. During the device evaluation ventec observed that it alarmed for "system fault 13" while connected to fio2 (fraction of inspired oxygen). This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2) was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve.